Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string ripped off my tampon. Leaving me stranded with just the tampon [foreign body in reproductive tract]. Tampon string ripped off my tampon [device breakage]. Case narrative: consumer reported via r&r that the tampon string ripped off the tampon. No serious injury was reported.